Event description:
It was reported that during a pediatric lap cholecystectomy procedure the device fell apart in the pt. They used a second device to complete the case. They had no contents in the pouch when this occurred. They used a second like device to complete the case with no pt outcome.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.